Event description:
It was reported that the lead exhibited high impedances during implant. The lead was not used and a new lead was implanted. The patient was in good condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.evaluation description: analysis found normal device characteristics.